Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor. It was reported that they had a lot of issues with the previous implant, they were leaking a lot no matter what they did and their doctor thought they probably needed a new one. They had the previous rechargeable implant 5-6 years ago and they were having a lot of problems recharging the device because if they moved the recharger would go off and it took them at least an hour to be able to do the recharging. The patient also stated that they were leaking a lot no matter what they did and their doctor thought they probably needed a new one. When asked for the event date, patient said that it had been going for some time at that moment. Patient mentioned that they have an appointment with their doctor on thursday. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that it was unknown about the cause of the ins being deep. The most likely cause of the event was due to the buttock fat.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-26 additional information was received from a healthcare provider (hcp). The hcp stated that the patient's "lot of issues" statement was referring to issues with recharging the device. The hcp said that it was less of a device issue and more of a patient issue with keeping the recharger in place. The hcp reported that the patient had prominent buttock fat and the implant pocket was too deep. The patient requested a device that didn't need to be recharged so the stimulator and lead were both replaced. The issue was resolved and the device was discarded.